Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and low sensing. The lead was capped and replaced. The patient was doing fine during and post procedure.

Manufacturer narrative:
(B)(4).